Manufacturer narrative:
Balt USA reference (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. If the device becomes available in the future, the complaint file will be revisited and the investigation results updated accordingly. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f221200479 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "performing a left iia embolization with prestige coils and abott amplatz plug. Dr gained access to the left iia, and used a progreat 2.7, 150cm microcatheter. He placed a few prestige coils in the outflow and then into the main aneurysm he placed a plug and needed some more coils to fill the space. He placed two coils in the aneurysm and the final one was a complex 24x65. The coil was not going int to the aneurysm as dr wanted, so he withdrew the coil and re-sheathed it so that he could change the position of his microcatheter. After resheathing and checking, the coil somehow detached and was still inside the microcatheter. Having detached on its own the micro was removed but the coil was still within the patient. The dr eventually removed the angiographic catheter, and luckily the end of the coil was within the sheath, so dr had some access to pull it out from the patient and removed it. A new sheath had to be introduced, and final runs were completed quickly as the patient was in some pain." Update 09jun2025 - additional information received from the issuer: "1. How would the tortuosity be described in this procedure? - I have attached some more photos from the initial images showing the tortuosity of the vessels. The patient is scheduled for an evar procedure on (B)(6), so the left iia was being treated via right groin access and crossover technique. 2. Can you confirm if the supplemental accessories will be returned? (Microcatheter, etc) if so, it would be appreciated. - unfortunately, supplemental accessories were not collected. I only received the coil from the case, and this will be sent to you. 3. Would you be able to elaborate on the statement "final runs were completed quickly as the patient was in some pain"? (Specifically, the "pain" part we will need more details on)- as the dr needed to change the sheath during the procedure after removing the coil, that was the point that some pain was felt as the area was already sensitive and also when dr needed to do manual compression. 4. What is the current status of the patient? - the patient was discharged from the hospital on (B)(6) with no notes of any complications. " incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "performing a left iia embolization with prestige coils and abott amplatz plug. Dr gained access to the left iia, and used a progreat 2.7, 150cm microcatheter. He placed a few prestige coils in the outflow and then into the main aneurysm he placed a plug and needed some more coils to fill the space. He placed two coils in the aneurysm and the final one was a complex 24x65. The coil was not going int to the aneurysm as dr wanted, so he withdrew the coil and re-sheathed it so that he could change the position of his microcatheter. After resheathing and checking, the coil somehow detached and was still inside the microcatheter. Having detached on its own the micro was removed but the coil was still within the patient. The dr eventually removed the angiographic catheter, and luckily the end of the coil was within the sheath, so dr had some access to pull it out from the patient and removed it. A new sheath had to be introduced, and final runs were completed quickly as the patient was in some pain." Update 09jun2025 - additional information received from the issuer: "1. How would the tortuosity be described in this procedure? - I have attached some more photos from the initial images showing the tortuosity of the vessels. The patient is scheduled for an evar procedure on 10th june, so the left iia was being treated via right groin access and crossover technique. 2. Can you confirm if the supplemental accessories will be returned? (Microcatheter, etc) if so, it would be appreciated. - unfortunately, supplemental accessories were not collected. I only received the coil from the case, and this will be sent to you. 3. Would you be able to elaborate on the statement "final runs were completed quickly as the patient was in some pain"? (Specifically, the "pain" part we will need more details on)- as the dr needed to change the sheath during the procedure after removing the coil, that was the point that some pain was felt as the area was already sensitive and also when dr needed to do manual compression. 4. What is the current status of the patient? - the patient was discharged from the hospital on friday with no notes of any complications. " incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). Pending return of device for analysis. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.